Event description:
Surgeon was wearing biogel indicator gloves, when a glove tore during a procedure. Potential remnants left in pt, however, they felt they irrigated well.

Manufacturer narrative:
Mfg records were reviewed for lot# 11d057 and no issues were highlighted during production of this batch. The incident occurred during a cardiac case.